Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her sensor came apart from the needle right out of the package and would not penetrate her skin upon an insertion attempt. The customer stated that the sensor needle was larger than normal and bounced back. The customer also stated that she had removed another sensor earlier due to sensor glucose values conflicting with blood glucose levels. The sensor reading was 183 while her blood glucose was 226 mg/dl. It was confirmed that the readings were within a reasonable range. Nothing further was reported.